Event description:
Boston scientific received information that this right atrial (ra) lead was explanted after experiencing damage due to clavicular first rib crush. There were no allegations reported in association with this observation. No additional adverse patient effects were reported.

Manufacturer narrative:
The ra lead was not returned for laboratory analysis and it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.